Manufacturer narrative:
Analysis of the returned device revealed the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone. The fiber proximal to fracture can rotate independently of outer flow tube. The glass cap and metal cap are detached and returned. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks, slight melting, and mild contamination, likely biologic. Cannot confirm output window and red octagonal sign alignment due to detachment. Based on device analysis, the potential for forward firing may exist. The probable cause of the failure is operational context. The cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of cause cannot be traced to device was assigned to this investigation.

Event description:
Analysis of the returned device revealed the glass cap and metal cap are detached. Based on device analysis, the potential for forward firing may exist. There was no patient complication reported.